Manufacturer narrative:
(B)(4). The device was not returned for analysis. A cine was received and reviewed by an abbott vascular clinical specialist who concluded the following: the guide wire is being bent at the end of the 3cm radiopaque section with every heartbeat. It is plausible that this type of force at the specific location contributed to the tip separation. The tip separation is not identified within the video clips provided thus the tip separation cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported detachment appears to be related to circumstances of the procedure. A conclusive cause for the reported angina, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an 80% stenosis in the left main (lm) coronary artery to the left anterior descending (lad) coronary artery. A 014 balance middleweight (bmw) hydro guide wire was advanced into the heavily tortuous, distal, left circumflex coronary artery in order to protect against dislodging some large plaque after implanting the stent in the lm to lad. During removal of the bmw hydro guide wire from the anatomy, the tip of the guide wire separated, most likely due to the of heavily tortuously of the lcx. An unspecified balloon catheter was advanced and inflated to 8 atmospheres in an unsuccessful attempt to remove the guide wire tip and guiding catheter as a unit. Then two unspecified guide wires and two unspecified balloon catheters were advanced in another attempt to retrieve the guide wire tip, but was unsuccessful. The patient was experiencing an uncomfortable feeling in their chest while the balloon was inflated. The patient was given nitroglycerin and their condition improved. The procedure was stopped at that point and the patient was transferred to the ward without further issues. No additional information was provided.